Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A14901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. On (B)(4)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms"), allergy to metals ("nickel sensitivity"), headache ("headache"), dizziness ("dizziness"), feeling abnormal ("fogginess"), disturbance in attention ("not able to concentrate"), dysgeusia ("metallic taste") and abdominal pain lower ("cramping"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(4)2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, autoimmune disorder, allergy to metals, headache, dizziness, feeling abnormal, disturbance in attention, dysgeusia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, autoimmune disorder, disturbance in attention, dizziness, dysgeusia, dyspareunia, feeling abnormal, genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: the right cornua had 2 visible coils and left had 2 visible coils. Lot number: a14901 manufacturing date: 2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. A14901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), headache ("headache"), dizziness ("dizziness"), feeling abnormal ("fogginess"), disturbance in attention ("not able to concentrate"), dysgeusia ("metallic taste") and abdominal pain lower ("cramping"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, autoimmune disorder, allergy to metals, headache, dizziness, feeling abnormal, disturbance in attention, dysgeusia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, autoimmune disorder, disturbance in attention, dizziness, dysgeusia, dyspareunia, feeling abnormal, genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: the right cornua had 2 visible coils and left had 2 visible coils. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.